Event description:
It was reported that the patient presented for follow up and upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced. The patient was in good condition post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.